Manufacturer narrative:
Evaluation summary: failure code 570, which was found during service testing, was found to have occured due to damaged batteries. A review of the service history was performed on this pump and no simlar events were reported.

Event description:
During service testing, a failure code 570 occured. No patient injury or medical intervention was reported on this pump since the last baxter service event.